Event description:
The pump was returned for an alleged power issue. The reporter initially alleged that the battery cap would not secure, which is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Investigation revealed that the battery cap tightened appropriately. There was evidence of debris found on the battery terminal inside the battery compartment, which would not necessarily be obviously detectable to the user. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed rebooting had occurred. Visual inspection revealed that the battery cap and compartment threads were intact. There was no physical damage to the battery compartment observed. No battery cap contact defects were found. There were no unusual alarms related to the complaint observed in the alarm history. The battery cap was able to tighten fully with no yellow o-ring visible. Investigators slowly unscrewed the cap a half turn, and the power on reset was duplicated. The battery cap was unable to maintain an electrical connection; power loss was duplicated. Inspection of the battery compartment revealed debris contamination on the battery terminal. After cleaning the terminal, the pump powers on normally with no issues. The pump was exercised for 24 hours with no additional power issues. A rewind, load, and prime sequence was performed successfully with no power issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).